Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device had bent lower drive shaft. During regular pm, the customer's instrument repair technician felt the unit should go back to the company for repair. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2012 where it was reported that the device needed service and calibration and the roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet gear, spring pins, and sliding pin were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the comb, roller, side plates, comb springs, roller gear, and shoulder bolts were damaged. The pretest could not be taken due to the damaged parts. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, roller gear, shoulder bolts, stabilizer feet, and bearings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the that the comb, roller, side plates, comb springs, roller gear, and shoulder bolts were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb, roller, side plates, comb springs, roller gear, and shoulder bolts were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device had bent lower drive shaft. During regular pm, the customer's instrument repair technician felt the unit should go back to the company for repair. Investigation revealed that the that the comb, roller, side plates, comb springs, roller gear, and shoulder bolts were damaged.